Event description:
It was reported that during a cholecystectomy procedure, both of the jaws could not be closed properly. It could not be confirmed whether it was out of alignment or not. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the el5ml device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. No testing could be performed to evaluate the event reported due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the el5ml device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No testing could be performed to evaluate the event reported due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). Device fired through lockout.